Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported being advised by the treating dentist to discontinue the use of byte aligners due to experiencing chronic moderate pain, inflammation, gum recession and disease that needs to be treated. Patient initials: (B)(6). Dob: (B)(6) 1970. Gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.